Manufacturer narrative:
The returned deep brain stimulation (dbs) implantable pulse generator (ipg) would not charge despite the multiple charging attempts, and communication could not be established with a remote control (rc) or clinician programmer (cp). As a result, data logs could not be retrieved or analyzed, and functional testing could not be performed. Further investigation confirmed that the application-specific integrated circuit (asic) chip was damaged, which accounts for the reported allegation. This type of damage is typically associated with exposure to external high voltage or high current transient sources. A labeling review did not reveal any anomalies. Accordingly, the investigation assigns a probable cause of unintended use error caused or contributed to event. Based on available information, the ipg was likely damaged during the cardiac ablation procedure.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a cardiac ablation procedure. Following the procedure, the patient observed that the implantable pulse generator (ipg) battery indicator displayed a low status on the remote control. The patient reported that the device required daily charging over extended intervals in order to maintain adequate battery function. Subsequent impedance testing demonstrated low impedance values, and the patient later experienced a loss of stimulation due to complete battery depletion, which resulted in the recurrence of tremor. The patient underwent an ipg revision procedure and is expected to fully recover.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a cardiac ablation procedure. Following the procedure, the patient observed that the implantable pulse generator (ipg) battery indicator displayed a low status on the remote control. The patient reported that the device required daily charging over extended intervals in order to maintain adequate battery function. Subsequent impedance testing demonstrated low impedance values, and the patient later experienced a loss of stimulation due to complete battery depletion, which resulted in the recurrence of tremor. The patient underwent an ipg revision procedure and is expected to fully recover.